Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia with a blood glucose value of 42 mg/dl at the time of the event. No symptoms of hypoglycemia were reported. Troubleshooting was declined by the customer. It was unknown whether the pump was used within 48 hours of the event and the customer stated that the auto mode feature was active at the time of the low blood glucose event. No further patient complications were reported; however, the customer will continue the use of the insulin pump and will not be returned for analysis.